Manufacturer narrative:
Updated field: b4, d9, e1-(site email), g3, g6, h2, h3, h4, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions),h10. Getinge field service engineer (fse) found that the unit showing, electrical test fail #52. Checked and opened the unit. Clean the shuttle and drive transducer, reconnect properly. Reset all the connector from front end board. Checked thoroughly for any moisture present, on front end pcb. And not find same. Then switch the unit, find that tech error gone away. Observed for some time. No error came. Then handed over the unit to user with good working condition

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) displayed electrical test fail, code # 52 . There was no patient involvement reported .

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.